Manufacturer narrative:
(B)(4)

Event description:
It was reported that the transmitter would not power up, the prong appeared to be charred. The device would be returned and replaced.

Manufacturer narrative:
Analysis confirmed that the transmitter would not power up, the chip was damaged and the circuit board exhibited burn marks.